Event description:
Revision surgery - due to the patient ripping their subscap in physical therapy causing instability. Reported as no fault of implants.

Manufacturer narrative:
The reason for this revision surgery was the patient had ripped their subscap after 2.5 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there are 35 prior complaints against this part number; 6 complaints with similar the failure mode pertaining to "trauma". This is the 1st complaint from this lot. The root cause is due to the patient damaging their subscap during physical therapy and not due to any fault of implants. There are no indications of a product or process issue affecting implant safety or effectiveness.